Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 3006705815-2020-32369, 3006705815-2020-32370. It was reported that the patient was not receiving effective therapy. In turn patient underwent surgical intervention wherein the system was explanted.